Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm needles were clogged and unable to dispense medication. The following information was provided by the initial reporter: consumer reported finding from this box needle clogged during flow check consumer reported finding the patient end needles to be bent before use. When removes cover and inner shield lot # 1229594. Catalog# 320109.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm needles were clogged and unable to dispense medication. The following information was provided by the initial reporter: consumer reported finding from this box needle clogged during flow check consumer reported finding the patient end needles to be bent before use. When removes cover and inner shield.

Manufacturer narrative:
H.6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.